Manufacturer narrative:
The investigation determined the reagent performed within specifications.

Event description:
There was an allegation of a questionable toxo igm elecsys result from the cobas 6000 e601 module. The initial result was 2.0 coi (positive) and was reported outside of the laboratory. As this result was not expected, the sample was retested with another methodology (elfa) and the result was negative. Two weeks later, another sample was tested and the result was 1.6 coi (positive).

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.